Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 19-dec-2021, report source. Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was trialing a wireless external neurostimulator (wens) for unknown indications for use. It was reported that after connecting the lead to the wens at the time of the trial, when the connection check was performed, an "x" was displayed on electrode 12 of 8-15. It was reattached and wiped with gauze multiple times, but the issue was not resolved. When the lead was placed in the 0-7 slot of the wens, electrode 4 was similarly marked with "x" so it was said that it was an initial failure of the lead electrode. No x-ray images were available.  The target electrode (12) was not used. At the judgement of the doctor, electrode 12 was avoided and stimulation was performed with other electrodes because it was a trial. The issue was not resolved. No symptoms were reported, and the patient was alive with no injury. No surgical intervention occurred or was planned. The physician's observation about causality was with the product and a suspected initial failure of the lead.

Event description:
Additional information provided serial number of the wens. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial# unknown; implanted: (B)(6) 2021; product type lead.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.